Manufacturer narrative:
(B)(4). The complaint device was received and forwarded to the supplier for evaluation. Visual inspection revealed the device was in used condition and the active tip shows signs of activation. The device passed all electrical and functional testing. A flow test was performed on the device which confirmed the reported blockage. The handle of the device was opened to inspect the internal components, and no leaks were identified via a leak test. The observed failure is likely due to normal procedural debris. Review of the device history record indicated that this batch of product was processed without incident. Review of the depuy synthes mitek complaints system revealed three other similar complaints for this lot of devices released to distribution. At this time, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family to monitor the extent to which this complaint is observed in the field. (B)(4). Associated medwatch: 1221934-2018-52954. This report is being filed from the (B)(6) complaint management system as required under mitek's corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions.

Event description:
It was reported by the affiliate via email that the customer's vapr coolpulse electrode with hand controls failed during a procedure due to faulty suction. The physician tried two electrodes both with the same suction issue. There were no adverse patient consequences or time delays reported. The devices will be returned for evaluation.